Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 1 was sticking out. A field service engineer (fse) removed the back panel, discovered loose ball bearings, indicating the bearing race had been pushed out of the rail. The drawer assembly was pulled out, and the damaged rail was removed while confirming both dog bones were still intact. Further the fse replaced the rails to resolve the issue and the drawers rolled out good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one of the drawers in station triage did not shut. Customer could not get anything out of it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.